Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 380 mg/dl. The user addressed the bg level with a manual injection. Reportedly, the user suspected that they were not getting enough insulin. During troubleshooting with tandem's technical support, it was determined that there were air bubbles. The user filled tubing to remove air bubbles.